Event description:
It was reported that the user experienced a cartridge alarm during the load phase, and even after loading a second cartridge with proper technique, the alarm persisted. There was no information available regarding the customer's blood glucose level at the time of the event. As a corrective action, the pump, which was still under warranty, was replaced by technical support. The customer was informed of the replacement but declined to share information about their backup insulin therapy.